Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the basket failed to crush the stone and the device tip detached into the bile duct. The physician expects the detached tip to pass naturally through the patient. Reportedly, an alliance handle was being used to assist with the lithotripsy, but the stone was to hard. The procedure was completed by placing a stent in the duct. Prior to this event, no stones had been captured/crushed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the patient will return for a follow-up and x-rays two weeks post procedure. The account further revealed that another attempt will be made to remove the stones.